Event description:
The doctor had pierced the breast and had taken seven samples when the unit locked up and the procedure could not continue. The system was powered off to remove the probe. The doctor manually removed the probe from the breast and then chose to discontinue the biopsy. The pt was rescheduled for a second biopsy because the post procedure mammogram showed additional calcifications present.